Event description:
It was reported that customer experienced repeated cgm error 42 messages with g7 sensor while using pump. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, but error persisted, so pump replacement was arranged. The customer planned to use multiple daily injections as backup insulin therapy.